Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that every time they go to recharge their ins, they get a screen that says call mdt, rm03 and they wanted to make sure their handheld was set up properly. The patient inspected the rtm and said they feel a wire where the cord meets the paddle, said that it feels like it is out of place but the pt could not see an exposed wire. Pt mentioned that all this week they have had jolt or pinching sensations (pt did not confirm if this was only while recharging- pt was being confusing and was hard to understand). The issue was not resolved. An email was sent to the repair department to replace the rtm.